Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found broken wires in the interconnect cable and replaced the cable. The system performs as intended.

Event description:
The customer reported that images on both monitors disappeared and reappeared during a case, but the image that reappeared was distorted.